Event description:
The complainant reported that an impella cp pump was implanted in a patient for circulatory support. After five days of support, the pump lost placement signal; however, this did not prompt any intervention or pump explant. The patient was successfully weaned from the pump and the device was explanted. There was no reported harm or injury to the patient.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Data logs were reviewed and the many (44 total) placement signal low alarms were confirmed early in the case. During that period, pump flows were within specification and all optical signal metrics were stable. That being said, there were 22 suction alarms that were triggering during the same period. The placement signal monitoring is seen to be disabled, but at the time that it is turned back on - around 11:00 am on 1/4 - there is a step up of the placement signal and spike in the pump flows. From this point forward there are no further placement signal or suction alarms. This event aligns with the patient update reporting that a fluid bolus was administered around that same time that day and the following updates reporting improved patient condition. Product was not returned for investigation. Based on data log review and clinical details reported, the root cause of the optical signal issue was determined to most likely be patient condition related. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.